Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter noted that she had changed the cartridge, but the issue continued. The reporter was advised to try using a cartridge from a different lot to see if that would resolve the issue. The reporter confirmed that the cartridge cap was secure, and that the cartridge was secure to the infusion set tubing. The reporter confirmed that cartridge fill technique is per the instructions for use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has been returned but evaluation has not yet been completed. Once investigation is completed, an additional supplemental report will be filed. A retain sample of the same lot was evaluated by product analysis on 12/19/2013 with the following findings: a lot review was performed and no failures were observed during incoming inspection. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(4).

Manufacturer narrative:
Follow-up #2 02/19/2014 ¿ device evaluation: the cartridgde has been returned and evaluated by product analysis on 01/16/2014 with the following findings: the cartridge passed visual inspection, fill, and force tests. There were no defects found related to the loss of prime complaint.